Manufacturer narrative:
Initial trend analysis and production records for lot 45011 for both complaints (B)(4) were analyzed, no malfunctions were found. Further investigation will be conducted to determine the root cause of complaint.

Event description:
A mobile vet clinic reports that 4 boxes of the vet syringes lot 45011 exp date 07/01/2022, are leaking vetsulin manufactured by (B)(4). The location of the leak is unknown by the reporter of the event.